Manufacturer narrative:
The device was evaluated at olympus repair center. As a result of the evaluation, the following was confirmed. Color stripes were displayed on half of the monitor screen due to a failure caused by burning of the power supply unit. The power supply unit did not have a voltage of 3.3v. The device was repaired on july 2, 2021 due to a broken connector unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed. The user replaced the device to another device and completed the intended procedure. The procedure was not delayed for more than 15 minutes. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by a power supply failure. The cause of the power supply unit failure could not be identified. -the reported event was reproduced during device evaluation, and the olympus repair center determined that it was caused by a power supply failure. -no cause of failure of the power supply unit was reported. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.